Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new ra lead was implanted at the same surgical procedure. No adverse patient effects were reported.

Manufacturer narrative:
Correction of :report source, g2 field. The existing right atrial lead lead was extracted to make room for the new rv lead. No evidence of a lead malfunction at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted to make room for the new rv lead. A new ra lead was implanted at the same surgical procedure. No adverse patient effects were reported.